Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed, and the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, blades opened and closed several times, and the cut test was done three times and passed. The monopolar energy cord was connected to an in-house integrated electrosurgical unit (iesu) or erbe generator and passed recognition the electrical continuity test. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the issue was resolved by using a new monopolar curved scissor to continue the procedure, and no fragments from the device fell into the patient during the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mcs tip cover accessory had a small tear. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the issue was resolved by using a new monopolar curved scissor to continue the procedure, and no fragments from the device fell into the patient during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip-cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.